Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
A physician advanced a tornus catheter into the right coronary artery and torqued the device counterclockwise. The device looped upon itself, broke and locked in the coronary artery. Using a clockwise rotation and nitroglycerin, the physician disengaged and removed the device. The patient was reported to be asymptomatic.